Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): the pump has not infused. Drug: 5fu. The pt did not have his treatment immediately.

Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our production site accordingly. A f/u report will be provided after the statement is available.